Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The complete catheter was returned. With the analysis of the catheter, it was observed that there was no compression of the area in question as was often seen with a typical break. The area in question had unusual marks on the surface of the catheter on either side of the break. There was an abrasion area on the catheter around the 27 and 28 cm markings. It could not be determined with any degree of certainty what caused the break anomaly and the abrasion anomaly that were seen. This did not appear as a typical break. Nothing could be noted in regards to the allegation of dislodgement. Indents seen on the anchor indicated the anchor was properly utilized. In conclusion, the catheter body was broken and the sutureless connector had coring-tears-cuts in the seal which met leak criteria.

Event description:
It was reported the catheter migrated/dislodged at the distal end. It was reported the catheter was explanted on (B)(6) 2014 and replaced. The pump was used to deliver lioresal. The patient status was noted as alive no injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.